Event description:
It was reported that the device had an error code 46221. The issue was not related to physical damage/abuse. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the latch lock sensor was contaminated, the lcd lens was worn, the downstream seal was torn, and the upstream sensor had excessive nuvasil, flooding the sensor. Could not download the event log due to system fault 46221 upon power up. The complaint was confirmed by functional testing. The cause was the main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced faulty main board, usb ground plate, pogo pins, spring contacts, contaminated downstream sensor/bezel/seal, upstream seal for excessive nuvasil, optical cam switch/bracket, scratched lcd lens/seal, keypad, overlay, rear label, side label, loud motor, contaminated latch lock flex, and ground strips. The device passed all the functional tests after the repair.